Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a procedure using the ibalance hto system in 2020. It was noted that a conversion to a total knee arthroplasty was required but did not have to have a hardware removal at the time of the arthroplasty. No additional information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. These factors relate to postoperative care management rather than to device performance or malfunction of the ibalance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event.